Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and expressed frustration with a repeating low-glucose alert; the user reported no recent exercise and stated they had announced their lunch as usual, and support guided the user on adjusting alert sound settings in the associated app. Symptoms included low blood glucose. Outcomes included use of oral glucose for treatment. Investigation included technical support review and user education regarding alert settings. Investigation of this case revealed no device malfunction reported, and the event was categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.